Manufacturer narrative:
The insulin pump was received with no esc and act button response due to corroded keypad traces. Analysis was unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart test and all operating current measurement due to no esc and act button response. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The insulin pump will be returned for analysis.